Event description:
See medwatch 1036844-2008-00102 for first event involving the same pt. In 2008, pt's first cannon catheter was removed and a second catheter, product # cs 15322 spm, lot # rl 7095626 was implanted by a vascular surgeon using left subclavian site. The following day, dialysis treatment was started, but was unsuccessful. It appeared as though the cannon catheter was slightly kinked. The surgeon decided to take pt to operating room (or) to reposition the catheter. Optimal flow rates could still not be obtained after repositioning procedure, therefore, surgeon decided to take pt back to or to reinsert another catheter.

Manufacturer narrative:
Sample will not be returned for evaluation.